Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the reported treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a coronary perforation in the left anterior descending coronary artery (lad). The first graftmaster stent was implanted without issue, but after it didnt seal the perforation, a second graftmaster was required and successfully sealed the perforation. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.